Event description:
Customer reported issues with his tandem pump, including no delivery alarm, diminished battery life, and unresponsive buttons, which required a restart. There was no adverse impact to his blood glucose level. The patient decided to continue using the current device, and no further follow-up was necessary.